Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in france. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during unknown time the handle no longer drives the roller to move the meshgraft sheet forward. Patient impact or involvement is unknown. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information